Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24985. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix would not come out and the guidewire was stuck inside the electrodes after multiple repositioning of the right ventricular (rv) lead. The initial rv lead was explanted and replaced, but the new rv lead exhibited the same problems. Finally, the physician opted to use a third rv lead which was successfully implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported event of guide was stuck inside the electrode was not confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The stylet was not returned with the lead. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. Stylet could not be inserted through the proximal end of the lead due to over torqued inner coil at the connector region. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.